Manufacturer narrative:
The balloon of the .018¿ 6mm x 40mm x 40cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted; however, it ruptured due to calcification. Therefore, it was replaced with a non-cordis balloon catheter (bc) and the procedure was completed. There was no reported patient injury. The device was not returned for analysis as it was discarded due to suspicious infectious disease. A product history record (phr) review of lot 17627156 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics of calcification may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, although this is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the .018¿ 6mm x 40mm x 40cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted however it was ruptured due to calcification. Therefore, it was replaced with a non-cordis balloon catheter (bc) and the procedure was completed. There was no reported patient injury. The device was discarded due to suspicious infection disease.